Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 361mg/dl. The nurse stated that the customer has not been using the insulin pump, but the customer was saying that he boluses. It was stated that the customer was disconnected from the insulin pump and did not take insulin for up to six hours. The nurse stated that the battery was out of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.